Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the perclose proglide electronic instructions for use states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. Do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of the resistance has been determined. The investigation determined the reported cuff miss, foot retraction issue and treatment appear to be related to circumstances of the procedure. The foot detachment appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: reportedly, a cuff miss was noted when the proglide plunger was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Device code (B)(4) - the device was removed without closing the lever to close the foot. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, during suture placement of the first proglide device, the sutures came out when the plunger was removed. Resistance was felt during foot closing. The lever was manipulated multiple times and was forcibly returned to the original position to close the foot and remove the proglide device. The sutures of two additional proglide devices were successfully preplaced. The tavr procedure was completed. A dissection occurred in the common femoral artery and iliac artery. During a surgical bypass graft to repair the dissection, pieces of broken foot plate were found in the subcutaneous tissue. The successfully preplaced sutures of the second and third proglide devices were removed during the surgical bypass graft repair. Hemostasis was achieved surgically. The physicians did not know if the dissection was due to the issues with the proglide device or if it was due to the tavr procedure. There was a clinically significant delay in the procedure due to the surgical bypass graft. There was no reported adverse patient sequela. No additional information was provided.